Manufacturer narrative:
One ev1000 power adaptor was received for evaluation. The examination revealed liquid introduction contributed to a short circuit between the power cord and adapter interface. The damage appears limited to this area. The unit itself appears intact and there is no visible damage to the board or the components. A cursory check with a multimeter indicated that there were no shorts present on the circuit board. The device history record is unavailable. The reported event was confirmed. Handling factors may have contributed to the event. No further actions will be taken at this time.

Manufacturer narrative:
A device evaluation was anticipated, but was not complete at the time of this report. A follow-up submission will communicate the results of the examination, investigation, and conclusion.

Event description:
It was reported that fluid leaked into the box and it started smoking. The end user discontinued use immediately and unplugged it from the wall. The biomed states it was mounted upside down on the pole. No patient injury was reported.